Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter was reverting to the set up mode when he was attempting to test his blood glucose. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began 6:30 a.m. On the day he contacted lfs. The patient denied managing his diabetes with medication and stated that he continued his normal diabetes management despite the alleged issue starting. The patient claimed that 1-2 hours after the alleged issue began he developed symptoms of "could not see and poor balance," which he associated with low blood glucose. The patient told the cca that he treated himself with orange juice at 9:30 or 10 a.m. On the day of the alleged issue. At the time of troubleshooting the cca confirmed that the subject meter was not being used for the first time and that there was no known misuse to the subject meter. During troubleshooting the cca documented that the alleged issue did not begin after the patient replaced the batteries. The alleged issue was resolved with troubleshooting. However, replacement product was sent to the patient. This complaint is being reported as an adverse event because, the patient reportedly developed symptoms suggestive of acute hypoglycemia and had to treat himself with orange juice as a result of the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.